Event description:
In preparation for an unspecified ligation procedure, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the [user] in front of us has pushed off the straps [bands] for control, and where the [bands] have not contracted immediately as they should. In some cases, they have contracted after a few minutes, in other cases not at all. As this observation was made prior to patient contact, section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr report will be submitted within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Photos provided of a micro label for this complaint (and related prs) was provided. The label matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The customer stated the bands were deployed outside the patient. Based on the root cause investigation of the CAPA, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. The CAPA implemented changes to the product instructions for use to address pre-deployment of bands prior to use. This specific product lot was manufactured prior to implementation of the updated instructions for use. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.